Manufacturer narrative:
Correction d1: brand name. Correction d3: device manufacturer name. Correction d4: unique identifier (UDI) #. Correction g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem of 'error 322.' Was reproduced. A review of the event history log (ehl) revealed 'system error 322.' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch was stuck. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had system error 322 (link switch error (low)) upon device power up in the emergency room. There was no patient involvement. No additional information is available.